Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that tooth #22 hurts when putting on aligners and started bleeding. Confirmed mobility of #22 and is not within normal limits. Advised patient to remain in most comfortable aligners for 14 days, then send back updated video for evaluation to determine if patient can continue or if the patient needs to see dentist. Patient provided updated video and it is recommended for the patient to see their dentist and to hold in their aligner and provide diagnostic findings from their visit with their dentist.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.